Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced tape was not sticking. The patient request for a replacement infusion set due to tape not sticking. No further information available.